Manufacturer narrative:
Corrected data: d6a: on (B)(6) 2013. G1: mr. (B)(6). Manufacturer narrative: the radiographic images showed the disc replacement at c3/c4 had reduced height and the c4/c5 had collapsed. There is evidence of osteolysis at both levels. Motion was observed at c3/c4 with slight anterior translation on flexion while at c4/c5 with slight posterior translation of the endplates. A fracture at the superior endplate was observed. Lack of pre-operative, post-operative and interim timepoints hinders further interpretation. The device was not intact as-received. The device had collapsed, the sheath had cleaved, the endplates were no longer attached to each other, the majority of the fiber construct was not present and the core was damaged and likely not retained at the time of removal. The device showed clear evidence of in-vivo mechanical failure with direct evidence of abrasive contact between the endplates. While it was not possible to determine the sequelae of events that led to the removal of this device, this patient clearly had multi-level disc disease as well as several comorbidities, including severe osteoporosis, psoriatic arthritis, prior nicotine use, and methotrexate use, all of which likely contributed to the failure of this procedure.

Manufacturer narrative:
Additional information has been requested. The radiographic images showed the c4/c5 disc replacement has collapsed. Osteolyis was observed. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Microbiological results showed no presence of aerobic and anaerobic growth following 7 days of incubation and histology showed foreign body reaction and no sign of malignancy. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This is (1) of (2) reports for this event. FDA 3004987282-2020-00011.

Event description:
Two-level patient presented with pain post-injury. One device was explanted, the other device remains in situ.